Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A repositioning procedure was performed. There were no adverse patient effects reported.